Event description:
The customer reported the device alarmed and went vent inop while in use. The customer reported no patient harm. Vent inop signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. If the ventilator is attached to a patient when this condition is detected, the ventilator must be replaced immediately. The manufacturers field service engineer (fse) was able to duplicate the reported problem. The fse reported when the unit was powered on, it would go vent inop due to a power on self test (post) timer/24 volt failure. The fse replaced the power supply. The field service engineer (fse) noted the backup and external batteries were depleted. The customer declined replacement of the backup and external batteries. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Event date: (B)(6) 2014. Manufacture date: 11/21/2014. Conclusion / root cause: the power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).